Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. It was alleged by the patient's family that their implantable pulse generator (ipg) wasn't working properly. It was noted the right atrial (ra) lead had high impedance and the impedance had previously been rising and possibly plateauing. The pacing system status is unknown.